Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed the data stored within the remote home monitoring system and confirmed several out of range shock impedance measurements of greater than 400 ohms. Ts discussed that the patient should currently be considered as not protected and further discussed possible causes. Ts suggested obtaining an x-ray, performing isometrics and a revision procedure. An x-ray was taken but did not show any significant findings. A procedure was scheduled for a future date. At this time evidence suggests the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.